Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
Consumer reports "conflicting result she had different result received from binaxnow and pcr test first test they got was positive but when they took the pcr test it was negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The investigation is still in progress . A supplemental report will be provided after completion.

Event description:
Consumer reports "conflicting result she had different result received from binaxnow and pcr test first test they got was positive but when they took the pcr test it was negative. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 179933 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160/195-260 /lot 179933, test base part number 195-430h/ lot 178448. The lot met the required release specifications. A review of the complaints reported as false positive and/or false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 179933 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough, inc. Was unable to determine the exact root cause of the reported issue ; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.